Event description:
It was reported that there was a right to left atrial septal defect. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully implanted in the laa of the patient. While removing the wds from the right atrium the patient became hypoxic. Transesophageal echocardiogram imaging showed that there was an atrial septal defect at the transseptal puncture site with a right to left flow. The patient was given epoprostenol. The physician used a non-boston scientific atrial septal defect closure device to treat the patient. After this device was placed the patient's health improved and they returned to a stable condition. The patient was discharged from the hospital with no other complications or consequences.